Event description:
It was reported that the battery burned up on the inside and it oozed out all over the circuit boards. This was discovered when the customer tried to remove the battery to replace it. No pt injury was reported.

Manufacturer narrative:
The device was returned and it was confirmed that the battery melted/exploded inside of the monitor. This unit is not repairable and needed to be replaced.